Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device after an interventional angioplasty procedure with a small-bore sheath. Reportedly, the device was unable to advance into the anatomy due to significant resistance and buckling; a stiffer 0.035" guidewire was used, but was still unsuccessful. A non-abbott device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to difficult to advance, bent sheath include but not limited to difficult insertion, patient femoral vessel/anatomy variables, aggressive manipulation during insertion. The treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.